Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot#: va1l8yy, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10/25/2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received on (B)(6) 2018 from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported by the patient that when they first got the interstim implanted it was working ok but over time the therapeutic effect just wore off and the patient started ¿going again¿. The patient noted they have tried all 4 programs and would stay on each program for two weeks or longer. On some programs the patient stated they experienced improvement but then in a few weeks it would wear off again. It was noted that it was gradual. The patient stated their health care physician¿s (hcp) office had told them that if none of the programs were effective they could contact the manufacturing company to have more programming done. The patient was re-directed to follow up with the hcp to have a scheduled re-programming. On (B)(6) 2019 additional information was received from the patient: patient repeated that the device initially worked after implant, but stopped working awhile ago (over a year ago). Caller states she has been trying to get optimal therapy so she met with a manufacturer's rep to get reprogrammed. Caller states the programs that got added on her device do not work fore her either and she would like to be reprogrammed again. Caller mentions she only has 2 programs to work with and did not provide additional information. Caller redirected to follow up w/ hcp to discuss symptoms and possible reprogramming. On (B)(6) 2019 additional information was received from the patient via the manufacturer's representative (rep): the patient notified the rep that the patient was not seeing improvement and the product had been explanted. It was noted that reprogramming had been attempted, there were x-rays and impedance checks prior to explant. There were no further complications reported/anticipated.